Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2012-06877, 06879. It was reported the patient had fallen. X-rays revealed lead fracture. As a result, the patient's leads were explanted and replaced. During the procedure, the doctor also elected to explant and replace the patient's ipg with a smaller model. Coverage was regained post-op and the patient is doing well. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.